Event description:
Additional information reported that the patient had a computed tomography scan done. It was noted that the patient had a couple of broken ribs and it was thought that the ribs might be pressing on a nerve.

Event description:
Additional information received reported that the pump had moved from the lower abdomen up to the waistline and the patient was still planning on having the pump moved down to the lower abdomen, where it had started out at. The patient indicated there was no set date as of yet, but the plan was for ¿probably in a month or so¿. The patient noted losing approximately 20lbs, which had possibly contributed to the movementof the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that due to bending over from sever osteoporosis the pump has moved up and is hitting their ribs. Pump was located in the left abdominal area and hcp is talking of moving it to a location bellow the belly but patient has been having pain in that area. Patient has experienced increase in baseline pain. Patient reported pump helped to some degree but patient was having another spine break resulting from the osteoporosis. Patient stated that standing for 10 minutes made her felt a knife like pain in her back. Patient had trouble walking due to pain. System used to deliver fentanyl, bupivacaine, prialt, and dilaudid. On (B)(6) 2013 patient reported there was discomfort at pump site which began a year ago. Patient experienced more back pain that started to increase a month ago. Patient reported hcp did a test on the catheter to determine if drug had been administered properly. Test results confirm catheter was intact. Patient stated her symptoms have gotten worse since. Pt states her next refill appointment is (B)(6) 2012 and she has not heard any alarms. If additional information becomes available, a report will be provided.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s bolus unit was ¿too large for a small person¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had back pain and it started a long time ago, 5 years ago. The patient's back pain got worse over the years. The patient was implanted a with pain pump in 2009 for back pain. The patient's back pain got worse because their back got worse. The patient's pump was replaced in (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that just t--almost too big for my body.